Event description:
Patient was revised to address pain and clicking. The surgeon noted the hip as gray in color with fluid the consistency of toothpaste.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Device not returned to mfg.

Manufacturer narrative:
Additional information: date of implant. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 8/3/2014 - medical records received. Dob provided. Upon revision, chronic inflammatory reaction and thickened and grey color stained synovial tissue. The information received does not change the MDR decision. This complaint was updated on: 08/18/14.